Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the implantation attempt at the atrial level resulted from an excess of glue residues form the mfg process at the atrial level, which prevented from proper insertion of the screwdriver blade in the setscrew head. Corrective actions were implemented in the mfg process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an add'l inspection step); the added inspection step became effective with sterilization lot 2317. In addition, a technical note was provided to users with a reminder and add'l instructions to ensure the wrench is fully inserted at the time of the implantation procedure.

Event description:
Reportedly, during the implantation procedure, a connection issue occurred: no click sound was heard when screwing with sorin screwdriver at atrial level. A screwdriver from the competition was then used, but the setscrew was removed when removing the screwdriver blade. The pacemaker involved in this MDR report was returned for analysis.